Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. The pump was received by biomed from the clinical floor with a vague report. Additional info regarding pt injury and medical intervention would only be available if an incident report had been filed. The biomed reports that there was no adverse event related to this pump.